Event description:
According to the reporter, during an open mammary cancer radical cure procedure, while suturing the breast, both needle and thread broke. The surgeon took another pack of suture to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.